Event description:
During a completion pneumonectomy, a ta stapler reportedly misfired on a transected pulmonary artery resulting in significant blood loss. The pt required 4 units of prbc blood replacement intraoperatively, but suffered no further harm from the incident. The attending surgeon opined that human error was a possibility, but was not sure if the stapler could be fired if the load was placed incorrectly, but there was the possibility that an empty cartridge was placed or the stapler fired incorrectly malfunctioned. The device was not secured for exam or referral back to the MFR. Reason for use: removal of lung with stapling of adjacent structures.